Manufacturer narrative:
The reported event was addressed with phone support. The field service engineer (fse) contacted the customer who confirmed the issue was resolved after reseating the endoscope. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the camera image flipped on its own. The tse advised confirming that the endoscope is oriented correctly prior to installation to prevent unintended image inversion. Additionally, the tse recommended documenting the endoscope¿s serial number in case the issue is related to the specific endoscope. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the serial number of endoscope is unknown. The issue was resolved after reseating the endoscope and the procedure was completed using same endoscope.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.